Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2088tc, lead, implanted: (B)(6) 2013; n119, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and a possible fracture. Noise was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.